Event description:
It was reported patient experienced discomfort at the neck site and as such surgical intervention was undertaken wherein the extensions were explanted and replaced with new ones thereby addressing the issue and therapy restored.

Manufacturer narrative:
B3-date of even tis estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.